Manufacturer narrative:
E1: phone number: (B)(6). One device was received for evaluation. Service history review identified that the device had not been in for service or repair. Performed functional and visual inspection, a lifting downstream occlusion (dso) seal was observed, and the customer's reported problem was duplicated. Noise could be heard not meeting required specification. The cause of the problem was the piezo. To correct the problem, the piezo was replaced. The dso seal was also replaced. The device then passed all the functional tests.

Event description:
It was reported that there was an internal rattle. The event occurred during testing. There was no patient involvement. Analysis of the device found a lifting downstream occlusion seal.